Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed right ventricular (rv) lead noise with greater than two seconds of pacing inhibition. It was noted that the pace sense portion of the rv defibrillation lead was previously surgically abandoned in may 2014 due to elevated thresholds, and another manufacturer's rv lead was currently active for pace/sense. Additionally, the patient's ejection fraction had normalized, and the physician may consider downgrading the implanted system. At this time, rv sensitivity was raised to 1.5mv, biventricular (biv) pacing was programmed on, and noise response was on as well. Technical services (ts) reviewed programming considerations, troubleshooting options, and possible concerns. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the other manufacturer's right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed right ventricular (rv) lead noise with greater than two seconds of pacing inhibition. It was noted that the pace/sense portion of the rv defibrillation lead was previously surgically abandoned in may 2014 due to elevated thresholds, and another manufacturer's rv lead was currently active for pace/sense. Additionally, the patient's ejection fraction had normalized, and the physician may consider downgrading the implanted system. At this time, rv sensitivity was raised to 1.5mv, biventricular (biv) pacing was programmed on, and noise response was on as well. Technical services (ts) reviewed programming considerations, troubleshooting options, and possible concerns. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.